Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue (intermittent fault at startup) and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer had to disable the universal surgical manipulator (usm) 2 and continue the case with the remaining three usms. The intuitive surgical, inc. (Isi) technical service engineer (tse) advised the customer to hard power cycle the system, the customer opted to complete the case first. The procedure was completed with no reported injury. Isi contacted the customer but was unable to obtain any additional information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) involved with this complaint to perform failure analysis. The usm was analyzed, and the reported 32100 error was confirmed via system logs and replicated during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto an in-house system and passed. The usm was then installed onto a patient side cart fixture test platform (pftp) where sine cycle test was found to be failing on the axes controller arm (aca) prompting error 32100 and replicating the reported event. Once testing was completed, the aca was aba (applied behavior analysis) tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the aca in the usm.